Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient believed the implantable pulse generator (ipg) was rubbing against the insides and was causing pain. The patient underwent an explant procedure. The explanted device will not be returned as it was discarded.